Event description:
Related manufacturer reference number: 2017865-2022-03803. It was reported that a patient presented in clinic for follow up. Device interrogation revealed loss of capture due to dislodgement on the right ventricular (rv) lead. Device interrogation showed dislodgment on the atrial (ra) lead. The physician elected to replace both rv and ra leads. Patient condition was stable.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. The measured full helix extension length was within product specification. Electrical, mechanical, and visual analysis was normal with no anomalies found.